Manufacturer narrative:
H3: the catheter was returned, and analysis found no significant anomaly (catheter incomplete/returned in segments). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021, the patient reported they were unable to feel bolus and reported distinctly being able to feel them on (B)(6) 2021. The patient had a failed dye study where the catheter migrated from t7 down to l2. The outcome of the event resolved without sequelae on (B)(6) 2021. The device diagnosis was catheter migration and the clinical diagnosis was unable to feel bolus. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant products: product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 19-dec-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal morphine 15.2 mg/ml at 12.006 mg/day, bupivacaine 3.5 mg/ml at 2.7646 mg/day, and fentanyl 2,000 mcg/ml at 1,579.7 mcg/day via an implanted pump for failed back surgery syndrome and non-malignant pain. It was reported on (B)(6) 2021, the patient was positioned on the fluoroscopy table in the prone procedure. A catheter access port kit was used for this procedure. The needle was placed into the cap without difficulty. Approximately, 2mls of clear cerebrospinal fluid (csf) was aspirated from the cap and discarded. Then 5 mls of omnipaque 240 mg/ml was injected into the cap and the pump and catheter system were visualized in multiple angles. Images of the study were saved and upon completion of the dye study, the needle was removed, and pressure applied. Results included the catheter was visualized and it was found that the catheter had migrated down to the l2 level. A catheter revision was recommended. The patient had a failed catheter dye study. The patient was moved to the recovery room for observation and no immediate complications occurred. Further information indicated the patient had increased pain over the last three weeks and was unable to feel boluses as much anymore. The catheter was replaced on (B)(6) 2021 and would be returned. A new spinal segment was placed. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient was prescribed oral oxycodone 10mg tablet every 4-6 hours as needed in place of pain pump boluses.